Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal coronary interventional procedure using a 8f sheath. Reportedly, a cuff miss occurred. A new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The physician often did not apply enough force when the plunger was pushed on, so the sales rep told the physician how to push the plunger properly with a demo device. According to the IFU perclose prostyle instructions for use, there are 4 steps required to complete use of the device. Step one is to open the foot. Step 2 per the IFU states, ¿depress the plunger with the right thumb (in the direction marked #2) until the black collar on the plunger meets the blue body to deploy the needles. In addition, to the visual confirmation, an audible click should be heard to confirm the needle and cuff engagement.¿ step 3 states, ¿using your thump or forefinger as a fulcrum on the handle, pull out the plunger assembly from the body (in the direction marked #3) and completely remove the plunger and the needles from the body.¿ step 4, relax the device and then return the foot to its original position by pushing the lever (marked 4). The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.